Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced, during a normal device changeout, due to high thresholds. The cause for the high thresholds was not known. No additional adverse patient effects were reported.

Event description:
Additional information was received that the high right atrial (ra) thresholds resulted in loss of capture. There was also loss of atrioventricular synchrony. As a result, the ra lead was replaced. No additional adverse patient effects were reported.